Manufacturer narrative:
Eval: results - complaint was confirmed; as received visual inspection of the lamitrode revealed that broken wires were observed in the paddle. Testing revealed that all channels were open with the exception of channel 4. Most likely stress was induced while the device was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During a revision procedure, the physician implanted the lead and all contacts had high impedances. The physician removed the lead and used a different lead to complete the procedure. It was reported the pt achieved the stimulation coverage he desired.